Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three proglide devices referenced in describe event or problem are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices, using a pre-close technique, via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, three proglide devices had cuff misses noted. The other proglide device had the suture pulled out. The sheath was upsized to 18f and the tavr procedure was completed. Hemostasis was achieved by surgical cut down and suturing. There was a clinically significant delay in the procedure due to the surgical cut down. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.